Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint due to the unit failing to power on. The central processing unit was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device received in a condition which made analysis impossible.

Event description:
The hospital reported the unit alarmed during preuse checkout possibly causing a loss the ability to mechanically ventilate. There was no report of patient involvement.